Event description:
The customer reported that the system displayed precharge error failure messages and did not completely boot up.

Manufacturer narrative:
The ge service rep replaced the batteries. The system now operates as intended.